Event description:
Laparoscopc assisted vaginal hysterectomy, bilateral salpingoopherectomy, posterior repair, culdoplasty. Post operatively developed signs of shock with 7 mg drop in hgb. Bleed apparently clotted spontaneously. 2 weeks po had evac by needle aspiration of hematoma.